Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 4 of 4 skin reaction reported by the patient¿s physician consisted of permanent atrophic skin changes (indentations).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported by the patient¿s physician that the patient experienced skin reactions consisting of atrophic skin changes (indentations). The patient sent an email which had photos of sites on the abdomen and arm. This file is for one event on the abdomen. He stated, ¿the skin indentation (this has not been a gradual onset), is not red, painful, or tender and firm, and it takes the exact shape of the dexcom transmitter. It happens at different sites that she uses for her dexcom. She is not new to dexcom- she has had it for a couple of years. The lesion does not resolve when we try to give the affected area a break from dexcom. It did not happen at the site of her t slim pump. This is a healthy 11-year-old female with type 1 diabetes of three years duration, who has historically been in great glycemic control (last a1c is 6.9%). Her last annual blood test, including a cbc (eosinophils normal too) and a crp were perfectly normal.¿ during the med safety call with the physician on 08/3/2023, he stated he did not know the cause of the atrophy under the skin (subcutaneous fat going away). He theorized that the lipoatrophy may be caused by electrical fields generated by the sensor wire based upon a previous conversation with a colleague but has no other theory. The atrophy is in the shape of the dexcom sensor patch, and the atrophy does not resolve and goes away. The patient¿s parents have tried skin barriers (example tegaderm), creams, and removal techniques which do not seem to affect the propensity to develop this lesion. It does not occur with every sensor. The 6 photos provided by the physician show indentations (atrophy) in the shape of a sensor patch at previous sensor patch sites on the arm and trunk. He did not specify which photo was for each event. No redness or swelling is visible. The medical doctor indicated the patient¿s parents had used topical products at the site and there was no other treatment for this event. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.